Event description:
Pt underwent cataract surgery on 1/22/97, and implantation of intraocular lens was attempted by the surgeon. However, the surgeon said that the lens flipped during insertion and he noticed that the capsule was torn. The surgeon said that he can't be sure if it was torn prior to lens insertion or if the lens tore the posterior capsule. The lens was removed and an anterior vitrectomy was performed. After the vitrectomy, an anterior chamber lens was implanted.